Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30781030l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® sf nav bi-directional catheter and patient experienced a prolonged a-h interval after ablation procedure and required extended hospitalization. The procedure was completed after confirming that tachycardia was not induced. No additional interventions. It was reported the patient was scheduled to be discharged on (B)(6), but the hospital stay would be extended until (B)(6) to follow up the patient's condition. The physician¿s opinion on the cause of this event was that it was procedure and patient condition related. The slow passway lesion was close to his (his bundle). Patient outcome was reported to be improved.